Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. A photo was reviewed which showed the labeling sticker of the iol. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. The surgeon was unwilling to provide further information. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, he noticed severe glistenings in the iol. Additional information was requested.